Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-04404 . Follow-up revealed the patient's right side ipg was explanted and replaced. Surgical intervention addressed the patient's issue. The right side ipg was determined to be the device reported under MFR. Report#: 1627487-2018-04405.

Manufacturer narrative:
This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-04404. The patient has two scs systems. This report is in reference to the patient's right side ipg. It was reported the patient has not recharged their ipg as recommended. In turn, their ipg became inoperable over time. Troubleshooting via company representative assistance was unsuccessful. As a result, the patient may undergo surgical intervention. Note: both of the patient's ipgs are being reported because it is unknown which device is liable.